Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was received in good condition. Device analysis revealed that the unit met specifications for mdu-5 qc functional test and successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-00793 and 2134265-2015-00792. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter to visualize the unspecified target lesion. During percutaneous transluminal coronary angioplasty(actp), the physician noticed that the motordrive unit did not worked. Then the physician successfully performed a manual pullback using another motordrive unit with the same atlantis¿ sr pro imaging catheter to complete the procedure. No patient complications were reported and the patient's condition is stable.

Event description:
Same case as: 2134265-2015-00793 and 2134265-2015-00792. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter to visualize the unspecified target lesion. During percutaneous transluminal coronary angioplasty(actp), the physician noticed that the motordrive unit did not worked. Then the physician successfully performed a manual pullback using another motordrive unit with the same atlantis¿ sr pro imaging catheter to complete the procedure. No patient complications were reported and the patient's condition is stable.